Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: abnormally steep abduction angle (lateral inclination) of the acetabular cup as noted, which may be associated with recurrent dislocations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1065 cer option type 1 tpr sleve 185000; 15-103204 taperloc micro lat fmrl 10mm 035490; 650-1057 cer bioloxd option hd 36mm 736110; ep-105994 epoly 36mm rlc lnr 280510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03506 head. 0001825034-2019-03507 liner.

Event description:
It was reported that the patient was revised 8 years post-implantation due to dislocation and to correct cup position. Attempts were made to obtain additional information; however, none was available.